Event description:
On (B)(6), 2011 a vsn patient reported that he has been experiencing an increase in seizures and he cannot feel normal mode or magnet mode stimulation. The patient reported that he had 15 seizures the other night which is very abnormal for him. The patient reported that he could not make it to see his physician until the end of october. Good faith attempts for additional information from the physician have been made but no further information has been received to date.